Event description:
It was reported that a couple of days post implant during a follow-up it was reported there was no capture and undersensing. It was noted that the patient had electrolytes off the wall with sodium low and potassium low. Also the patient had a base rhythm of 40. Follow-up for additional information was attempted however, no new information was received. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, (B)(6) 2014. (B)(4).